Event description:
The customer has reported that the blue cable motor adapter has been found to be broken. The doctor was able to finish the breast biopsy, since the specimens received were adequate. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor was required to be replaced. The device was functionally tested, met all product requirements and returned to the customer.